Event description:
The customer reported bellavista1000 us having 401 - "inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for investigation. However, the technical support informed the customer that there is only one instance of the alarm occurring. Vyaire medical instructed the customer for device troubleshooting as per manual and advised if the issue persist, run the inspiratory block test. No exact root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.